Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the cartridge was leaking at the pigtail. Customer¿s blood glucose level was 140-141 mg/dl. Replacement cartridges were sent to the customer to address the issue.